Manufacturer narrative:
Investigation at the manufacturer site revealed the presence of fluid residues on the housing of the device. Blood spots and dried saline solution was also identified inside the clamp. Also extensive exposure to liquid (e.g. During cleaning) likely contributed to the reported failure. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(4). The defective clamp was replaced and requested back to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620 displayed an error message during setup. There was no patient involvement.